Manufacturer narrative:
Complaint investigation report is attached.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the lot number to carry out the DHR review and the primary cause of failure could not be determined and confirmation whether the problem is product related. The reported issue was verified upon review of the photo and video images provided by the complainant. According to the customer complaint investigation completed, the visual inspection on images provided outlined that: outside the patient's body, the hospital staff is pulling the traxcess guidewire out of the pnovus 21 160 microcatheter while experiencing resistance. The complainant and images suggested that less than half of the 200 cm wire (ancillary device) was sticking out from the pnovus microcatheter at the pnovus microcatheter distal end. The pnovus 21 160 microcatheter experienced the accordion effect while the traxcess guidewire was pulled from the microcatheter. The proximal end of the pnovus 21 160 microcatheter that experienced friction with the guidewire during withdrawal bunched up at the strain relief due to friction between the guidewire and the microcatheter. There were no consequences to the patient's health and the procedure was completed successfully using a different microcatheter. The reportability decision has been reviewed and it has been concluded after investigation completion that this event does no longer meet reportability criteria as the investigation conclusion did not indicate the device may have caused or contributed to a death or serious injury, or has malfunctioned, and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. This event will continue to be monitored and submitted for trending analysis. In case new information becomes available in the future, the investigation shall be reopened and this complaint will be re-assessed.

Event description:
The device was discarded by the physician in the hospital.

Event description:
A 6f esperance aspiration catheter and a preset 5x40 were also used during the procedure. The pnovus and the guidewire devices were inspected before use and no issues were found. The devices were hydrated as per dfu. After 3 attempts the complainant did not believe that there was an issue with the pnovus device. The procedure was successfully completed with another pnovus 21. No patient harm was described or reported, the current patient status is unknown. The device continues to be investigated to confirm if entrapment with other devices occurred used during the procedure.

Event description:
One pnovus 21 160 microcatheter was used during the procedure. It was first reported that embolization occurred but further information received clarified that on a 3rd pass of a thrombectomy the guidewire was reintroduced to the pnovus 21 and it had extreme friction upon delivery. They tried to remove the wire but it was completely locked up and stuck inside the catheter. The proximal end of the catheter near the hub experienced an accordion affect where the coil of the catheter bunched up. The procedure was completed using a different microcatheter. There were no consequences to the patient's health. Device will not be returned.